Manufacturer narrative:
Upon receipt, the item was forwarded to MFR for analysis. Aesculap, (B)(4).

Event description:
Per facility medwatch report: fractured burr hole reservoir, connection between bottom of titanium reservoir had fractured off. Further info obtained from surgeon and product manager; fluid collection observed under skin. A scan (regular skull x-ray) showed a disconnection in the shunt system. Surgeon endoscopically removed the disconnected ventricular catheter. The connector at the base of the etou reservoir had become disconnected from the base. Initial implant on (B)(6) 2005. Revision surgery required, performed on (B)(6) 2005.